Manufacturer narrative:
No product has been returned for investigation nor were xrays provided to confirm the reported event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: dural leak..." Product remained in-situ.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. As per reporter a dural tear was identified and addressed intra-operative. No other information in regards to the event has been reported. No allegation of product malfunction reported.